Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and duplicated the problem. Corrections included replacement of the video cable from the display to longview receiver. Problem was resolved.